Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an enteral feeding unit and needed a repair. The unit was sent to a local service center and the service technician found that the battery melted through the back housing.

Manufacturer narrative:
An investigation of the reported condition was performed on 6/01/15 by (B)(6). One kangaroo epump. Initial inspection of the unit found that the battery showed signs of burn damage that melted through the battery door therefore, this report will be considered confirmed. The unit was escalated to a senior technician who found that the battery was shorted causing it to melt/burn. The battery is after market and did not have the heatshrink on the cables causing it to get pinched in the door resulting in a short. The pump will be scrapped. Product kangaroo epump - new was manufactured in 2006. This information will be utilized for trending purposes to determine the need for corrective action.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided